Event description:
It was reported that the patient presented via merlin.net with an aborted vf detection due to lead noise. Emi was suspected. The patient will be scheduled for further testing. The patient will be monitored with routine follow ups by the physician. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.